Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for over delivery. The customer stated that those were nice little machines but had some problem with incorrect dosing. The customer was on manual injections. The customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.